Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service technician evaluated the unit and found a broken line cord. The line cord was replaced and the unit was returned to service. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).

Event description:
Please refer importer report # (B)(4).